Event description:
It was reported that the right ventricular (rv) lead threshold was elevated. The underlying cause was a micro-dislodgement. The outputs were adjusted to accommodate the higher threshold and the patient will be monitored. The lead remains in use. It was noted that the patient is taking part in the surescan pas study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).